Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found a clogged channel during evaluation; however; the channel was not clogged but damaged from the user handling the device. Per the legal manufacturer, this issue of a damaged channel is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited nozzle adhesive removed and no air/water flow, after removing nozzle still has no air/water flow (clogged channel). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.